Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor would get very hot like a hot cup of tea. It was recommended to undock the reader and place it next to the base to cool down. No further troubleshooting steps were performed. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.